Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged one day after it was implanted. No adverse patient effects were reported. The lead was repositoned and remains implanted and in service.